Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient sought medical treatment and was virtually diagnosed with an infection. Symptoms included redness, swelling and pain. Patient was prescribed an oral antibiotic, (likely) cephalexin, 1 pill to be taken 3 times per day for 7 days.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain, swelling or infection. The exact cause of the reported events could not be determined. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. The device was received with the adhesive pad attached to the bottom housing. The adhesive heat stakes were observed to be incorrectly installed.